Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse was not able to confirm the reported issue. The fse then performed calibrations, functional testing, and safety testing, which all passed per factory specifications. The unit was then returned to the customer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) unit's tubing had leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.